Event description:
During its post-market surveillance activities on 06-mar-2023, penumbra inc. Became aware of a journal article titled, "non-ischemic cerebral enhancing lesions after thrombectomy: a multicentric retrospective french national registry" (forestier et al. 2022). In this retrospective review, non-ischemic cerebral enhancing lesions (nice) occurred in three patients from three different centers out of a total of 34,824 mechanical thrombectomy procedures which occurred between 2015 and 2020. Delayed onset of nice lesions is a rare complication following aneurysm embolization and is most likely related to granulomatous foreign body reactions to hydrophilic polymer emboli (hpe) caused by fragmentation of catheter coating. One patient underwent a successful mechanical thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) involving a neuron max 6f 088 long sheath (neuron max), a velocity delivery microcatheter (velocity), a non-penumbra catheter (sofia plus), and a stent retriever (solitaire ii). Ten weeks post-procedure, the magnetic resonance imaging (MRI) showed multiple leptomeningeal, cortical and subcortical nodular and annular enhancing lesions, and a t2 hyperintense peri-lesion edema with vascular distribution in the right carotid artery (rca) predominating in the right mca watershed territories. Next, a cerebral biopsy was performed showing non-specific inflammatory lesions. Oral corticosteroid (80 mg of prednisolone) treatment was started for two weeks with a gradual decrease, with partial resolution of the symptoms. Eight months after the procedure, the patient still presented proprioception disorders and imbalance with left upper limb hypoesthesia and left deltoid deficit. MRI demonstrated persistence of nodular and annular enhancing lesions in right mca watershed territories. IV corticosteroid treatment (1 g/day of intravenous methylprednisolone) for three days was reintroduced followed by oral prednisolone with tapering over 6 weeks, and the patient recovered. However, the relationship between the nice lesions and the use of the velocity was not specified.

Manufacturer narrative:
Granuloma is included as a possible complication in the instructions for use (IFU) for the penumbra delivery microcatheters. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Please note that the following statement in section h. Box 10./11. Narrative/corrected data was inadvertently missed in the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2023-00155. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. H3 other text : placeholder.